Event description:
The initial reporter received questionable gen.2 ise indirect for na results for multiple patient samples tested on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for 1 patient sample. The initial na result was 130 mmol/l with flag. The repeat result was 138 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The field service engineer (fse) suspected contamination of the fluidic lines and performed a system clean, replaced the deals and electrodes on one ise module, exchanged reagents, and performed a top side cleaning. An ise check, calibration, and qc were performed successfully. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on 03-jul-2023. The alarm trace showed ise noise, voltage level errors, and abnormal aspiration alarms. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.